Manufacturer narrative:
The root cause for the leak is unknown; however, the leak issue was resolved when the fse cleaned the transverse assembly and replaced the probe wipe, vacuum chamber, and diluent filters. (B)(4).

Event description:
Customer called to report a leak at the probe of the coulter ac.t diff2 analyzer. Customer noticed there was build up on the probe wipe. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) found a slight amount of isoton build up around the probe wipe. The fse cleaned the transverse assembly and replaced the probe wipe, vacuum chamber, and diluent filters. The repairs were verified per established procedures.